Manufacturer narrative:
Additional information indicated that the catalog and lot number for the two cypher stents were unknown, but the first cypher stent measure 3.5x18 (placed at the middle (lad) left anterior descending artery, and the other one was a 3.0x33 (placed overlapping the first cypher from mid to proximal lad). The other three stents were non-cordis stents (2 endeavor stents and 1 taxus stents) that were placed in the 1st diagonal after the 3x33 jailed the diagonal branch. The act at the end of the procedure was >400seconds. According to the reporter the non stmi was due to the jailing of the diagonal branch which was expected. The patient was treated medically with dilantin, percocet and versed, and the patient was released from the hospital the following day. No angiograms were performed for the nstmi. The patient was admitted with a non-q-wave mi. Medication taking at home consisted of dilantin, lovastatin, neurontin, prozac, and ambien. The medical history consisted of seizures due to fall from a ladder in 1992 with right temporal-ectomy, smoker and hyperlipidemia. The target sites (lad and 1st diagonal) were both type b 2, with the lad having a timi iii flow before and after treatment, and the diagonal having a timi flow of iii pre-procedure and timi I post procedure. Prior to the procedure, the patient complained of chest pain for which nitroglycerine and verapamil were given prior to any device being inserted. Multiple pre-dilations were conducted on the lad lesions with a non-cordis balloon (voyager 2.5x15mm). Follow, by deployment of a 3.5x18mm cypher stent at 16 atmospheres for 20 seconds in the mid lad. Then, the cypher was post dilated with unknown balloon 10 atmospheres for 91 and 99 seconds. The second cypher stent 3x33mm was deployed in the mid to proximal lad at 12 atmospheres, with no further dilations post stent deployment. No further information was available. Medications given during the procedure consisted of versed, fentanyl, heparin 8000units, plavix 600mg, and intracoronary nitroglycerin and verapamil. Discharged medication consisted of dilantin, lovastatin, neurontin, prozac, ambien, aspirin 325mg, metoprolol, and plavix 75mg. Concomitant medical devices: angioplasty balloons and non-cordis stents. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. There is no indication from the information received that there is a design or manufacturing related issue therefore no corrective action is required. Please note: the catalog code (unknown cypher us), represents a cypher stent. The catalog and lot number for the actual product used in the patient is unknown. An investigation was conducted, but the product information was not available.

Event description:
The initial report received from (B)(4) study indicated that the patient was admitted due to acute coronary syndrome, and the patient underwent index procedure with the deployment of five drug eluting stents to the proximal lad, the mid lad, and the first diagonal branch. Post procedure residual stenosis was 0%. During the index procedure the diagonal was jailed with timi 0 flow due to plaque shift from the proximal lad causing vessel to shut down. The vessel was unable to be re opened after multiple attempts. Post procedure angiography of the first diagonal branch revealed timi 1 flow. One day post procedure, a nstemi post procedure was reported which prolonged hospitalization. The nstemi resolved the following day and the patient recovered. The patient was discharged. In the opinion of the investigator, the event was severe in intensity, not related to the study drug, unlikely related to the study device, and definitely related to the procedure.